Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement transmitter assembly.

Manufacturer narrative:
The investigation found the rf connector was damaged caused by mishandling. The investigation found the rf connector was damaged caused by mishandling. The sma rf connector solder joints to pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. Therefore, the device cannot deliver therapy. Additionally, visual inspection revealed one of the housing screws was very rusty and could not be unscrewed. The investigation also found the pcb screws were loose as the torque driver used during manufacturing was out of tolerance. Due to the damaged rf connector, the device does not operate and thermal imaging of the device while operating could not be obtained. For the report of overheating: thermal imaging was used to verify the outside and internal temperature of the device while charging. Results are as follows: outside thermal temperature while charging: 31.2°c internal thermal temperature while charging: 31.9°c the outside thermal temperature while charging was 31.2°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in broken connector or out of tolerance. Broken connector and out of tolerance rates remain acceptably low; thus, CAPA is not required. Broken connector and out of tolerance rates will continue to be tracked and trended. Refer to issue (B)(4) for additional investigation details for the loose pcb screws.